Event description:
It was reported that the device was used during an unknown prodecure. The clips were dropping from the device before it was used. Unknown how the case was completed. There was no patient consequence.